Event description:
Patient sample was tested on the urisys 1100 which reported a negative result for leukocytes. The same sample, when tested on an unspecified laboratory instrument, reported a result of 31 wbc/hpf. Patient was treated with antibiotics for her urinary tract infection. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA.